Event description:
A risk management nurse called to report an adverse event. The nurse reported a patient had a trapease stent placed in the inferior vena cava in 2009 for a chronic thrombolytic disorder. Two days later, the patient was admitted to the hospital and a retroperitoneal bleed was diagnosed. Treatment included evacuation of the bleed. The event is resolved; however, the patient is still hospitalized at the time of this report.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.